Event description:
It was reported that during a procedure the tip of the device broke off. The procedure was completed successfully and no medical intervention or adverse consequences to the patient were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a procedure the tip of the device broke off. The procedure was completed successfully and no medical intervention or adverse consequences to the patient were reported.